Event description:
A home pt's caregiver contacted baxter's tech svc ctr regarding the home pt feeling full during dwell 1 of 4 of therapy on a homechoice device. The caregiver stated, that the home pt had bypassed the initial drain with a drain volume of 11ml, because the home pt became impatient with the machine. The home pt had completed the previous therapy with a last fill volume of 1500ml. The tech svc rep (tsr) reviewed the pt's program: total volume=7500ml, therapy time=9:00 hrs, fill volume=1500ml, last fill volume=1500ml, initial drain=1100ml, last manual drain=no. Tsr assisted the caregiver to perform a manual drain. The manual drain volume was 2882ml. The customer refused to return the device for eval.

Manufacturer narrative:
.